Event description:
An esrd/dialysis pt was treated for thrombosis and stenosis of the left subclavian vein 2 days previous to this event at a separate facility. This facility noted significant recoil of the stenosis and referred the pt for a stent placement. The pt arrived with visible recoil of original stenosis and no visible clot. Pt was stented with a 14 x 40 luminexx stent, with the intention of post-dilating with a 12 mm balloon. The vessel was extimated to be approx. 12 mm in diameter. Access was gained from the left arm. The luminexx stent was deployed via the performaxx grip without incident. Upon completely deploying the stent. Dr. Noted the proximal end of the stent was completedly restrained (all four markers were touching one another). It was determined that the four tantalum markers were "tangled" together. Dr. Attempted to advance a 4 f catheter over the wire but noted the catheter could not be advanced into the stent without pushing the stent forward. A snare was then used to "untangle" the markers in an attempt to expand the stent. The stent freed up two of the markers and a most of the stent expanded, a slight fracture of the stent can be seen on film, a result of the force required to pull the markers free from one another with the snare. Two of the markers appeared to still be tangled and a portion of the stent remained unexpanded. Access was gained via the femoral vein. Stent was then fully expanded with a 12 x 4 atlas balloon. A 14 mm smart stent was then used to properly open the end of the stent. It was reported that pt was fine and blood flow was optimal.